Event description:
It was reported that the pump exhibited a bubbled dso seal. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board and dso were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown